Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported "blower temperature high" error occurred. The v60 unit was replaced with second unit. : unit was being used on a patient at the time the reported issue occurred; however, there was no patient.

Manufacturer narrative:
Device evaluation & resolution and disposition device evaluation: the unit was received at the international service center for evaluation. The service technician reviewed the diagnostic event log and confirmed the reported occurrence of "blower temperature high". Run-in was performed but no abnormality was discovered, so it was determined that there was no abnormality in the device. Resolution and disposition: no parts were replaced.